Event description:
The patient presented with an 8 cm aneurysm of the common iliac artery and an existing vascular graft inside the aorta. The excluder bifurcated endoprosthesis trunk-ipsilateral component was advanced through the aneurysm and deployed into the existing vascular graft at the proximal end. It was the intent to cover the hypogastric artery at the distal end, however, the ipsilateral leg did not extend far enough. Thus, an iliac extender was placed with an approximate 4 cm overlap into the ipsilateral leg. One day post implant, the iliac extender and the ipsilateral leg had separated. The extender was laying across the ipsilateral leg. The distal end of the extender was still firmly seated within the external iliac artery. Five days later, 2 contralateral devices were implanted. One device was placed and deployed inside the ipsilateral leg and the iliac extender. The second contralateral device was placed inside the iliac extender to further extend the device distally. The patient was fine at the end of the procedure.